Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized. The customer stated she had low blood glucose and had a seizure. She called 911 and was in the intensive care unit for two days. Blood glucose at the time of admission was 32 mg/dl; current reading was 132 mg/dl. Customer stated she had been experiencing low blood glucose for a month. Customer was advised to monitor and call back if issue happens again.